Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor distance and near vision. Hence the lens was explanted and replaced with advanced technology intraocular lenses in a secondary procedure. The clinical reason for explant was posterior dislocation of the lens in right eye. Additional information was requested and received stating that vitrectomy was performed. There was no patient harm. The patient had good patient prognosis and issue was resolved.